Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of difficulty reading text on the system controller screen was not confirmed. Additional information provided communicated that no log files were available for review and that no products would be returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 instructions for use (rev. G) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. G) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller. Heartmate 3 patient handbook (rev. G) section 2 ¿ ¿how your heart pump works¿ and heartmate 3 instructions for use (rev. G) section 2 ¿ ¿system operations¿ instructs users on how to exchange their system controllers, and state to never exchange their system controller without having a trained, and competent caregiver at your side to assist. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number: (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 08aug2022. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that liquid crystal display (lcd) screen on system controller was damaged, difficult to read. The system controller was exchanged. There was no alarm.